Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post-procedure, it was found that the lateral clip ((B)(4)) detached from one leaflet and remained attached to the other leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3 with an enlarged atrium. Three clips were implanted and the mr was reduced to 1-2. On (B)(6) 2016, it was found that the lateral clip ((B)(4)) was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. An additional mitraclip was implanted, reducing the mr to 2-3. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral regurgitation (worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.